Event description:
Boston scientific crm received information that this patient was in the emergency room due to a near syncopal episode. Device evaluation revealed the sudden brady response (sbr) feature had not been programmed on for this patient.

Manufacturer narrative:
The sbr device feature was programmed on for this patient and no other adverse events have been reported. Efforts to obtain additional event details were unsuccessful. This issue will be re-evaluated if additional information is received.